Manufacturer narrative:
D2b pro code (product code): oae. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was difficult to irrigate. During preparation for av node ablation to treat rvr atrial fibrillation, an intellanav stablepoint catheter was selected for use. It was observed that one of the flush ports was occluded and dripping inconsistently. Rubbing the outside of the port did not resolve the issue. The procedure was completed using an alternative method with a different device of the same model. There were no patient complications. The device will not be returned, as it was retained by the customer.